Event description:
The device was used during a thoracoscopic sympathectomy. Reportedly, part of the lung was burnt from the device. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.